Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to attempt several charging methods, which proved unsuccessful. As a result, customer technical support decided to send a replacement pump with updated software, and the customer acknowledged the training available in their tandem source account. The customer was advised to use insulin pens as a backup therapy until the replacement was received and instructed to return the problematic pump to tandem.